Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the starclose se device did not deploy right. The sheath failed to split. The device was removed and hemostasis was achieved using manual arterial compression. The use of the safety release mechanism was not provided. There were no reported adverse patient sequelae. No clinical significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Although initially reported the device was returning, subsequent information indicates the device was discarded and is not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event; however, the review did reveal the product was used after the expiration date. The reported date of occurrence was (B)(6) 2013 and the date of expiration is 31-may-2013 based on the reported lot number. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.